Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotics (doses, frequencies and route of administration was not reported) for peritonitis. On an unreported date, the patient ended using unspecified antibiotics for the event of peritonitis. The patient¿s outcome and the action taken with pd therapy were not reported. No additional information was provided.